Event description:
A patient reported experiencing inaccurate low results with a surestep enhanced meter. The patient's blood glucose results were 67 mg/dl, 149 mg/dl. Tests were done < 10 minutes apart with a difference of 67%. Patient did not experience any adverse events. No further information has been reported.